Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found "cassette latch closed: no cassette", "medium alarm displayed: cannot start pump not locked" and "medium alarm displayed: cassette partially unlatched" alarms. The reported problem was unable to be duplicated during functional testing. However, there was a malfunctioning dso sensor, and the sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a faulty lock. There was unknown patient involvement.